Manufacturer narrative:
(B)(6). This device was manufactured july 26, 2016 ¿ july 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred with a small volume folfusor. The reporter stated that the pump did not infuse at the expected rate via the central access line and residual volume remained upon disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.